Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, red cells were observed on the inner wall of 30 devices. No adverse impact to the patient or user was reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation which showed evidence of red cell hang-up. A total of 100 retained samples were visually inspected, and no abnormal additive spray was found. Complaints for sample quality were not under statistical control for the month of december 2025; additional testing was performed. Factors that may contribute to (red cell hangup) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, red cell hangup, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. This complaint has been confirmed for lot 4171622 for the indicated failure mode red cell hangup via photo analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, red cells were observed on the inner wall of 30 devices. No adverse impact to the patient or user was reported.